Event description:
The plaintiff's attorney alleged that the pt experienced the following injury: cardiac event and expiry, caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.